Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00792; 3005168196-2019-00793.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra microcatheter into the target vessel and successfully implanted four smart coils and three non-penumbra coils. While attempting to advance the next smart coil, the physician encountered resistance at the hub of the microcatheter and the smart coil was unable to advance further. The smart coil was therefore removed and was not used in the procedure. Upon advancement of another smart coil, the physician encountered resistance at the smart coil's initial position within its introducer sheath, and subsequently the delivery pusher became kinked. This smart coil was therefore removed and was not used in the procedure. The physician then successfully advanced eleven non-penumbra coils into the target vessel. While attempting to advance another smart coil, the physician experienced resistance and was unable to advance it past its initial position within its introducer sheath. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using ten smart coils and nineteen non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated approximately 0.2 cm on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had kinks and offset coil winds at its proximal end. The pusher assembly mid-joint was tested with fx-7487 ring gauge and was within specification. During functional testing, the smart coil was able to advance through its introducer sheath. While advancing the device into a demonstration microcatheter, resistance was encountered after the embolization coil was passed through the catheter hub and could not advance further. While retracting the embolization coil from the microcatheter the embolization coil was detached and functional testing could not continue. Conclusions: evaluation of the first returned smart coil revealed that the embolization coil was damaged near its proximal end. If the introducer sheath is not properly aligned inside the hub of the parent catheter prior to advancement, resistance may be encountered. If the device is forcefully advanced against resistance, damages such as kinks and offset coil winds may occur. Further investigation revealed that the pet lock at the proximal end of the pusher assembly was separated. This was likely incidental to the reported complaint. Evaluation of the second returned smart coil confirmed kinks on the pusher assembly. Further investigation revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance will likely be experienced when attempting to advance the device. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. Evaluation of the third returned smart coil revealed a fully functional device. During the functional testing, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00792, 2.3005168196-2019-00793.

Manufacturer narrative:
Results: the pet lock was separated approximately 0.2 cm on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had kinks and offset coil winds at its proximal end. The pusher assembly was able to advance through a 0.0159¿ ring gauge and the mid-joint od was within specification. During functional testing, the smart coil was able to advance through its introducer sheath. While advancing the device into a demonstration microcatheter, resistance was encountered after the embolization coil was passed through the catheter hub and could not advance further. While retracting the embolization coil from the microcatheter the embolization coil was detached and functional testing could not continue. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was damaged near its proximal end. If the introducer sheath is not properly aligned inside the hub of the parent catheter prior to advancement, resistance may be encountered. If the device is forcefully advanced against resistance, damages such as kinks and offset coil winds may occur. Further investigation revealed that the pet lock at the proximal end of the pusher assembly was separated. This damage was likely incidental to the complaint. Evaluation of the returned smart coil confirmed kinks on the pusher assembly. Further investigation revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance will likely be experienced when attempting to advance the device. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. Evaluation of the returned smart coil revealed a fully functional device. During the functional testing, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00792 and 3005168196-2019-00793.